Event description:
It was reported that four days post implant, the right ventricular (rv) lead had high thresholds and was not sensing the intrinsic r waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported by the patient that the lead ¿did not hold¿ and their lung was punctured. Follow up with the patient¿s clinic indicated that the patient presented with right sided chest pain and a chest x-ray confirmed that the rv lead had dislodged. Upon replacement the patient developed a pneumothorax which required a chest tube placement. The chest tube was removed three days later and the patient was discharged the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).